Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that the rotawire became separated. A 325cm rotawire and a rotablator burr were selected for use. During procedure, inside patient's body, the rotawire became separated. The detached fragment was retrieved with a guidezilla. No patient complications reported.